Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The hub, hypotube and collar were microscopically and visually inspected. Inspection noted a complete separation at the collar with damage to the collar consistent with torsional force being applied to the device. Inspection of the rest of the device found no other damage or irregularities. There was no evidence of any damage or irregularities contributing to the reported crossing difficulty, which could not be confirmed because the clinical circumstances could not be replicated. The damage to the returned device is consistent with advancing in difficult anatomy.

Event description:
Reportable based on device analysis completed on 11feb2019. It was reported that a balloon catheter failed to cross the lesion. The 90% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery (rca). A 6f guidezilla was selected for use with an nc emerge balloon catheter which was unable to cross the lesion. The procedure was completed using a different device. No patient complications were reported. However, device analysis revealed a complete separation at the collar.